Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that he was hospitalized in november due to high blood glucose levels. Customer stated that he called to troubleshoot in november and is still having high blood glucose issues. Customer reported that the insulin pump alarmed no delivery. Customer's blood glucose level at the time of the incident was 313 mg/dl. Customer's current blood glucose reading was 41 mg/dl. Customer treated his low blood glucose with juice. Customer stated that he treated his high blood glucose with the insulin pump and manual injections. Customer declined additional troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issues could not be determined. Product is being replaced based on the customer's request.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test, off no power test, minor scratches on lcd window and cracked reservoir tube lip.